Manufacturer narrative:
Method - the device lot number was not able to be obtained and therefore a review of the manufacturing records is not able to be performed.

Event description:
It was reported that a patient underwent a carotid endarterectomy using a gore acuseal cardiovascular patch (cvx) for angioplasty. Six to nine months following the procedure the patient presented with pseudointimal hypertrophy of the intraluminal surface of the patch. The cvx patch was explanted and replaced with a bovine patch.